Event description:
MFR received consumer report of "golf ball size lump" at the base of spine where the intrathecal catheter was revised 3-4 weeks ago due to the catheter being detached. The pt fears the catheter had detached again. No other symptoms were reported, and pt was working with physician regarding add'l intervention. Add'l info has been requested of the hcp regarding reported event, catheter revision/intervention 3-4 weeks ago, and pt outcome. A follow up report will be sent when new info is received.